Manufacturer narrative:
(B)(6).

Event description:
It was reported that the customer tried to switch the device on about 20 minutes before procedure, and the device would not turn on. There was no smith & nephew alternative device available. This event was an at risk patient as the patient was pregnant. Surgery was delayed approximately 1 hour. No patient injuries reported.

Manufacturer narrative:
The returned unit, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. The visual inspection shows there are no manufacturing abnormalities observed on the controller. The warranty void is untouched and in its original condition. During functional evaluation the unit was powered up and shows 0 for coblate and 0 for coagulate. A load box (p/n13397) a foot pedal (p/n10863) and a valve unit (p/n10101) was plugged in to the unit and indicates default settings (7 and 6) as specified. The returned cii controller unit was tested according the controller evaluation form (p/n67634) and performed as intended. After the unit has been switched off, and the set values flashes twice on the display, accompanied by a loud short-ciruit discharge noise and a biting smell. The top cover of the unit was removed and a loose solenoid (l3) was indicated which is probably the cause for the complaint. The complaint was verified and the root cause was determined due to an electrical component failure. No manufacturing, material or design issues were identified or that would suggest that the devices did not meet product specifications upon release into distribution.